Event description:
It was reported that during a routine supply change, the pump was rewound and fill tubing was initiated, but no drops were observed despite the pump indicating delivery of 18 units; upon re-priming and removing the cartridge, large air bubbles were observed and insulin was visible in the pump chamber when inverted, suggesting leakage from the cartridge or connector. Symptoms included none reported. Outcomes included successful restoration of insulin delivery without hospitalization. Customer care provided support that included troubleshooting guidance, and verification of proper priming and infusion set procedures. Investigation of this case revealed a suspected leak at the cartridge or connector resulting in air entrainment and lack of observed drops, which resolved after replacing the cartridge and connector while reusing the existing tubing. It was concluded, based on previously established findings for similar reports, that the cause was user-replaceable supply failure consistent with a leaking cartridge or connector and the event resolved with replacement and correct priming.